Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty cleaning and maintenance of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the gears were damaged on the motor. It was further noted that the motor and control defective and the hose and coupling were worn. It was also noted that the device failed assesssments for temperature, safety and air pump. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.